Manufacturer narrative:
Based on the available information the device remains in the patient and therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient will need to undergo a revision surgery due to reasons not available at this time. The revision will not be proceeding at this time due an infection in the knee.

Manufacturer narrative:
The reported even could not be confirmed, based on available information, CT scans and medical expert opinion the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: patient¿s revision was postponed due to simultaneous infection of both this tar and a knee replacement on the same leg. Without further clinical information we cannot be sure whether this infection was the reason for the tibial tray loosening. Based on the assessment and available information infection is the most likely cause of implant loosening. However, to be certain more detailed clinical information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient will need to undergo a revision surgery due to reasons not available at this time. The revision will not be proceeding at this time due an infection in the knee.